Manufacturer narrative:
Device has not been returned for evaluation yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that during patient use, the ventilator's gui display screen turned off twice and recovered, the quick access keys were nonresponsive to touch and unable to allow device changes. The patient was changed to another ventilator. No additional patient information will be provided by reporting hospital. The debug logs show that ventilation was not interrupted and continued to ventilate patient. Once the user was able to perform testing of the ventilator, it was discovered that the ventilator failed device check at the exhalation flow sensor test and had a high air inlet pressure alarm. In the service screen, it showed that the air inlet pressure exceeded 50 psi.

Manufacturer narrative:
See attached evaluation summary report.